Manufacturer narrative:
Attempts to receive additional information were unsuccessful. Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that the patient with this implantable lead has experienced shortness of breath, dizziness and light headedness. An ultrasound was performed in which this lead appeared to be in an inappropriate place and full of tissue ingrowth. Currently this lead remains implanted and in service. No additional patient effects reported.